Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Insulin pump received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped or submerged in water and after that the insulin pump was not working. Customer's current blood glucose level was 274 mg/dl. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.